Manufacturer narrative:
This device was reported as included in the field action noted but returned product investigation found the device did not perform as described in the field action. The device is no longer included as part of the field action. Product event summary: manufacturer¿s analysis confirmed the customer comment of multiple errors; the main printed circuit board (pcb) assembly of the device tested out-of-specification in an electrical manner. The comment of a broken bracket could not be confirmed, however it was noted that the hanger assembly was contaminated. It was also noted that the output connector assembly of the device was broken. Analysis further noted that the keyboard was scratched, three case screws were contaminated, one decorative plug was damaged, and both display wires were pinched but insulation not compromised. All found defective parts were replaced and all other identified issues were resolved. Failure analysis was performed on the main printed circuit board assembly. Visual inspection revealed no anomalies. Device powered up normally. The device was run on the automated test console, all tests passed. The device was placed in an oven at 158f overnight, no error then put in the freezer for an hour, no error. The device was then put directly back in the oven, when checked after an hour no error was present. Conclusion: confirmed the reported event through the error log, suspected solder issue with the die stack.

Event description:
It was reported that the external pulse generator presented with an error code while performing a functional test. The external pulse generator (epg) has been returned for repair. There was no patient involvement. It was further reported that the returned epg subsequently tested out of specification during manufacturer¿s analysis.